Event description:
It was reported that fluid leaked from a port on the set while on a patient. The reporter stated that ringers lactate leaked from the smartsite y-port that was near the roller clamp, below the pump segment and that fluid contaminated the sterile field during a c-section. The reporter further stated this was not a new IV set and that the IV had been in place for a while (the exact length of time unknown). There was no report of patient harm or medical intervention. Although requested, no further patient or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with evaluation results should the set be received for evaluation.